Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and acid reflux (oesophageal). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), dysgeusia ("metal taste in mouth"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal distension ("excessive bloating") and back pain ("lower back pain/ back pain") and was found to have blood urine present ("blood in urine") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), bladder disorder ("bladder problems") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, lorazepam (ativan), ranitidine hydrochloride (zantac) and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and back pain had resolved and the mood swings, dysgeusia, urinary tract infection, blood urine present, fatigue, weight increased, abdominal distension, abdominal pain, metrorrhagia, genital haemorrhage, cystitis, bladder disorder, hormone level abnormal and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, blood urine present, cystitis, dysgeusia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2009 & (B)(6) 2009 current weight (B)(6) lbs. Patient received treatment for metrorrhagia, genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. X-ray - in (B)(6) 2009: total bilateral occlusion. Successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: fu 2 & 3 processed together. Pfs received- event injury was removed. New events abdominal pain, metrorrhagia (bleeding b/w periods), general abnormal bleeding, bladder infection, bladder problems, hormonal changes and gi conditions were added. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.